Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, three years after implant, the pacemaker involved in this MDR report was found in standby mode; it could not be re-initialized with the standard programmer, even after an attempt to reset completely the device. Therefore, it was explanted and returned for analysis.